Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level were 49 mg/dl, 104 mg/dl and 59 mg/dl. The customer was treated by eating honey and juice. Customer declined to troubleshoot for low blood glucose. The customer was advised that the temp basal will deliver for however long she programs it and then after that time the pump will revert to standard basal. The customer was advised that she can suspend her pump as needed. The insulin pump will not be returned for analysis.